Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, arteriotomy locator, and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube is in rear lock position. The anchor is present on the carrier tube. A kink is present on the carrier tube shaft. The bypass tube is at the proximal end of the carrier tube shaft. The hemostasis sheath does not appear to have any abnormalities or defects. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to have been used and contained the anchor. The device appears to have been disassembled after the complaint event likely to confirm the presence of the anchor in the device. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the user facility reported that they had an unknown issue with the angio-seal during an unknown interventional radiology procedure. There were no adverse complications for the patient. Additional information was received on 17nov2025: during femoral closure following an angio procedure, the angio-seal anchor never set when the device was pulled back (second click). Once the operator started the suture pull, the sheath, complete with the anchor and collagen still in tube, pulled out of the arteriotomy. Manual compression was used. There were no adverse complications for the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse clinician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.